Manufacturer narrative:
This report has been identified as b. Braun medical internal number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: describe event or problem: IV pump continued to pump air through the cassette without stopping or alarming and air was observed in tubing.